Event description:
A physician reported that tip had a different shape than usual before surgery. The procedure type was unknown. The surgery was performed and completed after replacing the product with another one. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.2., b.5., and h.11. Upon further review following submission of the initial report, it has been confirmed that the reported tip is infusion sleeve tip not phacoemulsification tip. Based on current information available this event does not meet reporting criteria as per the applicable regulations. No further reports will be scheduled under mfg report num :1644019-2025-03711. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up information it was confirmed that the reported tip was infusion sleeve tip.